Event description:
Three patient samples with discrepant sodium results. Patient 1, initial gave 127.4 mmol/l; repeat gave 140.8 mmol/l. Patient 2, initial gave 133.0 mmol/l; repeat gave 140.3 mmol/l. Patient 3, initial gave 129.2 mmol/l; repeat gave 138.3 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be due to a pinch valve not actuating, and replaced pinch valve. Performance tests were performed.